Event description:
It was reported that sometimes if the patient moved their neck in a certain way they would feel a shocking or jolting sensation. This issue had been present since implant. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 74001, lot# n231659, implanted: (B)(6) 2010, product type: adapter. Product ID: 37092, lot# 236730002, implanted: (B)(6) 2010, product type: accessory. Product ID: 3888-33, lot# n22260, implanted: (B)(6) 1996, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).